Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at the rated burst pressure, the balloon burst. The device was retrieved from the patient and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition.